Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic colonscopy procedure for treatment. The clinician stated that the resolution clip device would not initially complete the deployment sequence by releasing from the catheter. However, through manipulation, the clinician was able to open the clip, thus releasing the tissue. Because the clip was opened, the patient did not sustain any additional trauma to the bleed site was sustained. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. Also, please note that the date of the event could not be obtained from the customer. The procedure was completed successfully with a competitor's device.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.